Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the impactor tip gets stuck in impactor handle. Possible bad connection or bent. No broken pieces or surgical delay.

Event description:
Additional information was received. And stated, that there was no patient harm occurred.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that the impactor tip gets stuck in impactor handle. Possible bad connection or bent. No broken pieces or surgical delay. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the actis straight inserter shaft assembly segment of the device presents a deformed condition, consistent with heavy and constant use. A functional test was not performed, as the mating device was not returned. Therefore, the jammed allegation cannot be confirmed. However, the assembly issues can be attributed to the deformed condition on the assembly segment. The damage characteristics are consistent with rotating bending off-center irregular impactions, which may accelerate bending propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of damage. However, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. The overall complaint was confirmed. As the observed, condition of the actis straight inserter shaft would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life. And it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.